Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room complaining of chest pain. The patient's device was interrogated and it was noted the right ventricular (rv) lead experienced t-wave oversensing (twos). As well, the patient's right atrial (ra) lead experienced far field r-wave (ffrw) oversensing. A cardiology consult was advised. Intervention is unknown. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented in the emergency room complaining of a tingling feeling. The right atrial (ra) lead exhibited atrial undersensing in stored episodes. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.